Manufacturer narrative:
The na electrode lot number with expiration date was not provided. The field service engineer (fse) found contamination in the ise flow path. The fse performed preventive maintenance and cleaned the ise flow path. Calibration and qc were acceptable. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for na electrode (na) on a cobas 8000 ise 1800 module. The initial result was 109 mmol/l. This result was reported outside of the laboratory where it was questioned. The repeat result was 135 mmol/l. This result was believed to be correct.